Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned devices found debris inside the sterile packaging which is consistent with the appearance of porous coating and white debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging. The sterile pouches have lost their vacuum seal. The inside of the pouches are scuffed. Biological debris from surgery was found on the pouches, which is not considered a failure. The sterility, or breach thereof, cannot be determined as the blister was not returned for evaluation. Concomitant medical products: item # 51-106090/ tprlc 133 mp type1 pps/ lot # 6531264. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded the root cause of the reported event can be attributed to transit damage. The sterile packaging configuration is moving to a double blister configuration. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02345.

Event description:
It was reported that during an initial hip procedure the surgeon discovered the taperloc stem to contain debris within the sterile packaging. Attempts have been made and additional information on the reported event is unavailable at this time.